Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced drainage at the implant site was prescribed 3 separate courses of oral antibiotics; (B)(6) 2013, (B)(6) 2014 and (B)(6) 2015 (exact dates not reported). In (B)(6) 2013 (exact date not reported) the patient was prescribed oral antibiotics due to an infection at the implant site. The implanted device remains.